Manufacturer narrative:
A field service engineer (fse) was at the customer site to address the reported issue. The fse confirmed error 4133 on the error log and was able to reproduce the issue. The fse noted the motor was no functioning due to a broken cable. The fse ordered a replacement part and service was rescheduled for another date. At a later date, an fse replaced the stc lane plastic chain to resolve the issue. Quality control (qc) was completed. No further issues were noted. The aia-2000 analyzer returned to operation. No further action required by field service. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4), from 16jun2018 to aware date (B)(6) 2019. No other similar complaints were identified during the search period. The aia-2000 operator's manual states the following: [4133] stc lane mixer home overrun cause: the home sensor activated improperly after movement of the stc lane mixer. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. [3061] stc lane mixer failure cause: the mixing check sensor of the stc lane mixing motor failed to detect a mixing operation. The current measurement will be flagged (io flag) and new measurements will be suspended. Solution: contact tosoh service center or local representatives. The most probable cause of the reported issue has not yet been determined; investigation is currently in progress.

Event description:
A customer reported receiving error message 4133 stc lane mixer home overrun while operating on the aia-2000 analyzer. The customer performed an all-set-home function and retested some samples. A few test results were obtained, but the error remained. The customer also stated receiving se flags and error message 3061 stc lane mixing failure. The analyzer was inoperable. A field service engineer (fse) was dispatched to address the reported issue, which resulted in delayed reporting of luteinizing hormone ii (lh ii) and estradiol (e2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.

Manufacturer narrative:
The stc lane plastic chain was returned to tosoh instrument service center for investigation. A visual inspection revealed no shipping damage. Functional testing was performed by verifying the wires on the stc lane chain using dmm to identify any faulty wires. The red wire on pm061-r9-1 was confirmed to be faulty with intermittent resistance of >10 ohms during movement of the wires. The probable cause of the issue is due to the faulty red wire to the pm061 stc mixer motor.